Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye upside down. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. Product code: unk; esubmitter software does not allow for blank or unk entry. Implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Manufacture date: unk. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).